Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found on the hub of a bd precisionglide¿ needle during use. There was no report of exposure to mucous membranes, injury or medical interventions.

Manufacturer narrative:
Investigation summary: investigation results: three samples were returned. One sample had a crack in the body of the hub on the gate side. There were no issues observed with the other two samples. A device history review was completed with zero defects found, including during the leak tests. No notifications were written for this batch, nor for the associated assembly and molding batches. Qn review: no notifications were written for this batch, nor for the associated assembly and molding batches. DHR review: assembly batch 6271876 had 94 visual inspections performed on 4,850 parts with zero defects noted. Twelve leak tests were performed on 60 parts with zero failures recorded. Hub molding batch 6336758 had 66 visual inspections performed on 10,560 parts with zero defects noted for cracked hubs. Six leak tests were performed on 960 parts with zero failures recorded. Hub molding batch 6265994 had 65 visual inspections performed on 10,400 parts with zero defects noted for cracked hubs. Five leak tests were performed on 800 parts with zero failures recorded. Hub molding batch 6281582 had 63 visual inspections performed on 10,080 parts with zero defects noted for cracked hubs. Five leak tests were performed on 800 parts with zero failures recorded. Hub molding batch 6316884 had 69 visual inspections performed on 11,040 parts with zero defects noted for cracked hubs. Six leak tests were performed on 960 parts with zero failures recorded. Hub molding batch 6327597 had 66 visual inspections performed on 10,560 parts with zero defects noted for cracked hubs. Six leak tests were performed on 960 parts with zero failures recorded. Hub molding batch 6287599 had 65 visual inspections performed on 10,400 parts with zero defects noted for cracked hubs. Five leak tests were performed on 800 parts with zero failures recorded. Hub molding batch 6356754 had 72 visual inspections performed on 11,520 parts with zero defects noted for cracked hubs. Six leak tests were performed on 960 parts with zero failures recorded. Possible root causes: the part was damaged during air-veying. The part could have been over-pressed during assembly. This appears to be an isolated incident without an attributable root cause. No other complaints for this type of defect have been received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.